Manufacturer narrative:
An event of endocarditis was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2017, a 21 mm trifecta gt valve was implanted. On (B)(6) 2018, the patient had missed their 6-month follow-up due to a recent hospitalization in another hospital. The patient had a fever, pneumonia, blood cultures were positive, and endocarditis without valve dysfunction. The patient was medically treated. The patient does not have a history of endocarditis and the patient did not undergo any dental procedures recently. Per the site, the relationship of the endocarditis to this valve is unknown (clinical study patient ID: (B)(6)).